Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support, the customer's issue was resolved. The customer's blood glucose level was 400-500 mg/dl. Reportedly, the customer was taking steroids due to treating crohn's disease. The customer was taken off the pump and using lantis at the time of the reported event.